Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. While using the 3.00x24mm taxus liberte stent in an unspecified lesion, it was noted that the distal portion of the stent was lifted up. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)